Event description:
Customer's mother reported receiving a no delivery alarm and a motor error alarm during bolus. Customer stated that she woke up high with blood glucose readings of 380 mg/dl and attempted to correct with the insulin pump. Customer only received 1.8 units before the insulin pump alarmed. Customer's mother stated that the customer's insulin pump may have gotten wet when she goes to the restroom. Customer also fell and the insulin pump may have gotten a little wet. Customer's current blood glucose reading is 62 mg/dl and has treated with glucose. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.